Event description:
It was reported that the battery of the t:slim x2 pump would not charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer, after trying various troubleshooting steps with no success, communicated with technical support, who performed a pump reset, resolving the issue by returning the pump battery to full charge, and no further assistance was required.